Event description:
The customer reported a fluid leak of approximately 500ml from the front diluter area on a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/24/2015. The fse confirmed the leak from disconnected tubing at the blood sampling valve (bsv). The fse re-attached the tubing resolving the leak. Onsite, the fse found the diff heater was damaged by the leak. The fse replaced the diff heater resolving the issue. (B)(4).